Event description:
The following was reported to hamilton medical ag: abnormal oxygen concentration monitoring. No information about patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).